Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a 2nd degree burn occurred at the return electrode site during an ablation procedure. The burn was treated with lidocain 20% for pain relief.